Event description:
It was reported that during a low anterior resection procedure the surgeon was transecting the colon at the first firing with the a gold cartridge. At the beginning of the firing the motor sounded like the device was struggle ling to fire and then the device sounded like it caught up and fired fine. The rep stated that the patient had a severe diverticulitis. After the device was removed it was noticed that a few staples at the proximal end of the specimen side did not form. The surgeon performed a leak test and there were no leaks. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Gold. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with an ecr60d loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a tissue sample was returned. Ees reviewed and the following observations and comments were noted: when staples along a given staple line exhibit shapes from no form to good "b" forms, this is an indicator that there was some tissue dynamic involved during the firing, such as tissue flow/plowing. Tissue flow/plowing can occur when the tissue is too thick and or dense for the device to bring it into thickness compliance for proper staple formation. What can happen is as the staple is being deployed the staple legs get push into contact with the next staple pocket causing the legs to bend in the same direction. Tissue that is too thick /dense for the cartridge color selected can create tremendous resistance forces that can actually cause the staple cartridge channel and staple cartridge deck to deflect, typically resulting in the channel rolling outward away from the knife causing some staple to miss the staple pockets completely. It was concluded that a potential root cause of this complication was the mismatch of cartridge color selected relative to the tissue thickness/density. In this case it appears that the forces generated by the tissue as the device attempted to bring the tissue into compliance during firing caused the tissue to move proximal to distal slightly, while the cartridge deck deflected /rolled outward.